Event description:
The customer reported that the system would not display a fluoroscopic image. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an over-the-phone investigation. The customer was given technical information. No intervention was required.